Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested further information was not available.

Event description:
(B)(4). Customer reported there was no patient harm. Although requested further information was not available.

Event description:
It was reported, (B)(6) 2020: chemo infusion ran too long on lvp sn (B)(6) at 8:27 pm during use on a child patient. The pump was programmed for 165ml/hr for 1000ml. Delivered a total of 1,368ml. Lvp sn (B)(6) was also attached during the event. Customer reported there was no patient harm. Although requested further information was not available.

Manufacturer narrative:
Additional information: the inspection process performed on pcu module sn (B)(6) , pump module s/n (B)(6) , and pump module s/n (B)(6) were found it to be in fair condition. The pcu device s/n (B)(6) was received with instrument seal intact. The right (male) and left (female) iui were observed to be in good condition. Horizontal scratches were observed across the pcu display screen. The pump module s/n (B)(6) was received with the instrument seal intact. Platen assembly, posts, hinges, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. Both right (male) and left (female) iui were observed to be in good condition. All parts inspected are manufactured by bd. Pump module s/n (B)(6) was received with plastic rear case lower corner damage. Log analysis results: a review of the pcu event log prior to the reported event date and time of (B)(6) 2020 at 8:27pm shows that on (B)(6) 2020 at 12:06:36 pm, a basic infusion was restored after each completed infusion and continued to the reported event date. On (B)(6) 2020 at 01:27:57 pm, the alleged pump module sn (B)(6) programming settings were immediately restored to infuse as a basic infusion with a rate of 165ml/hr. No medication was identified within the time frame that was reviewed for the alleged pump module. On (B)(6) 2020 at 08:21:41 pm, the programming settings for a basic infusion was restored with a rate of 165ml/hr and an updated vtbi of 1000ml. The starting primary volume infused (pvi) was observed to be 1140.46ml at the start of the infusion. Approximately one hour and twenty-three minutes from the start of the infusion, the alleged pump module infused 228.76ml until the volume infused was cleared for a pvi of 1369.22ml at 09:44:28 pm. On (B)(6) 2020 at 02:20:57 am, the user updates the vtbi for pump module sn (B)(6) to 50ml, then 80ml, and finally 950ml. The volume infused was cleared of 1148.76ml and the pump was then channeled off at 04:42:39 am. The total volume recorded infused from the start of the most recent infusion that ended on the reported event date was 1377.52ml. The event description stated that on (B)(6) 2020 at 8:27pm, lvp sn (B)(6) was programmed for a chemo infusion at a rate of 165ml/hr and vtbi of 1000ml; delivered a total of 1,368ml. Results from a timed rate accuracy test using the timed rate accuracy test method (dir 10000360036) demonstrated the source device successfully passing. Test results measured the rate at 160.71ml/h (-2.60% error). Specification for this test is +/- 5% error, per the system requirements document (dir 10000041442) v19 srd 334; indicating the device is in specification. The incident administration sets were not returned; therefore, could not be tested. Device history: a review of the device history record showed the device had a manufacture date of 08/08/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 08/09/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s report that a chemo infusion ran too long on lvp sn (B)(6) and delivered a total of 1,368ml could not be identified in this investigation. Customer¿s returned source device was confirmed operating within specification based on the test results. The customer¿s report that on a chemo infusion ran too long on lvp sn (B)(6) and delivered a total of 1,368ml was not confirmed or replicated during testing. Review of log files indicate suspected event date as (B)(6) 2020 since this was the last infusion on the source device. Based on the logs, the source device is selected and the user restores a basic infusion with a rate of 165ml/hr and updates the vtbi to 1000ml at 08:23:00 pm. The infusion was started with a previous primary volume infused of 1140.46ml. No medication was identified in the time frame that was reviewed for the alleged pump module. Approximately one hour and twenty-three minutes from the start of the infusion, the alleged pump module infused 228.76ml and clears the volume infused for a pvi of 1369.22ml at 09:44:28 pm. The user updates the vtbi throughout the infusion and clears the volume infused at 04:40:42 am on (B)(6) 2020. The pump module is channeled off and then power off the pcu at 04:42:39 am. The total volume infused was recorded as 0.8ml. The actual infusion bag/container volume could not be determined from the event logs. No infusion bag/container or primary administration set was received for inspection and it is unclear when the bag was first hung. The inspection and testing process performed on the pump module found no existing malfunctions or irregularities, and the pump module to be infusing within specification.